Event description:
On 21-jul-2025, the user reported that the ilet touchscreen was cracked, likely from being in a pocket and pressed against an object. The user stated that blood glucose was not impacted. A replacement ilet to be shipped overnight.